Event description:
The tip of scissor was noted as missing following a hysterectomy. X-rays were taken in attempt to locate the tip. The pt was x-rayed and all sponges used in the case, as well. The fragment was not seen on any of the films. The hosp staff believe that the tip must have fallen away from the pt. The pt's condition is fine, and no injury was noted.